Event description:
The customer reported to olympus, the oes elite endoscope's internal lens was found to be cracked. The issue was found during preparation for an unspecified procedure. The device was returned for evaluation. During the device evaluation, the guide pin was found to be loose and deformed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed. The evaluation found the serial number ring was faded, more than half of the light guide bundle fibers were damaged, and the outer tube was bent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d9, e2, e3 and g2. (Unmark user facility and health professional). Additional information added to field b3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the guide pin was loose and deformed cause most likely attributable to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.